Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure. Upon evaluation of the device, physio-control observed internal current leakage that led to the unit's internal hybrid layer capacitor (hlc) batteries draining at a faster rate. This issue could inhibit the device's ability to provide defibrillation therapy, if necessary.

Manufacturer narrative:
Physio-control evaluated the device and verified the failure. Physio observed a shorting tin whisker at connections 7 and 8 of a cable-mounted plug connector, designator p506, on the switch flex assembly. The short caused by the tin whisker caused excessive current to flow, which drained the internal hlc batteries at much faster rate. The customer was provided with a replacement device.